Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box started on (B)(6) 2015. The black box data and histories for the reported event date of (B)(6) 2013 was found to be overwritten due to continued use of the pump. The cartridge cap was not returned; a test cartridge cap and the returned battery cap was used to complete testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The reported complaint was unable to be duplicated. Unrelated to the complaint, the battery compartment was found to be cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 570mg/dl with ketones, moderate nausea and vomiting. The reporter stated that she is currently working with the health care provider (hcp) for assistance with the programming/settings on the pump and she was giving boluses to the patient at home. The reporter reportedly called in for assistance with the total daily dose since it reached its maximum limit. The reporter stated that a virus was going around and the patient was new to the pump. Customer support (cs) reviewed the pump and no issues were noted with the programming/settings on the pump. There was no delivery issue noted with the pump. It was noted after assistance from the hcp the patient's bg was reported to be 369mg/dl and the patient was feeling better. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. It was not clear the exact contributing factors to the patient¿s bg excursions; use error may have been a contributing factor because the patient was new to the pump and assistance was needed with the programming/settings on the pump by the hcp and the patient may have an illness at the time of the reported event and may have been another contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.